Event description:
Boston scientific received information this device had triggered elective replacement indicator (eri) after a capacitor reformation was done. The field representative proceeded to do another capacitor reformation and extended charge times were once again noted. Technical services discussed a device replacement. There were no allegations against the device. At this time the device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this device was explanted. At this time this device has not been returned for analysis. Should additional information become available this investigation will be updated.